Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation from their dentist. In the letter the dentist states that the patient has a full zirconia crown on #18. The patient is advised to stop treatment immediately, per the byte policy. This is a contraindicate patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.